Manufacturer narrative:
Physio-control evaluated the device and verified the reported and observed issues. Physio replaced the system controller, user interface, and patient parameter pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were evaluated further in the failure analysis center. The cause of the reported issue was determined to be a shorted integrated circuit chip, designator u5 from the patient parameter pcb assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device was exhibiting a reset condition which would prohibit use of the device. There was no report of any patient use associated with the reported or observed issues.